Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic pain') in a 41-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test" and medical device monitoring error "thermachoice endomterial ablation". The patient's medical history included morbid obesity, right lower quadrant pain, cesarean section, pelvic neoplasm, runny nose, cough, difficulty breathing, headache, tightness in chest, asthma, sinusitis, psychosis, vaginal pain, vaginal bleeding, decreased appetite, vaginitis, pid pelvic inflammatory disease, vaginitis, diabetes mellitus inadequate control, hallucinations, suicide attempt, decreased appetite, blurred vision, uti, gastroenteritis, ovarian cyst, bipolar disorder, psychosis, abdominal cramps, uterine fibroids, duodenitis, gastric ulcer, colitis, leg pain, back pain, neuropathy, uterine ablation, migraine headache, neck pain, dyspepsia, hiatus hernia, nausea, vomiting, pain in hip, bursitis, hyperglycemia, appetite lost, numbness in leg, photophobia, opioid abuse, tingling, hearing impaired, type 2 diabetes mellitus and bronchiolitis. Current weight 204 lbs. Previously administered products included for birth control: depo provera in 2006. Concurrent conditions included diabetes since (B)(6) 2018, low blood pressure since (B)(6) 2017 and asthma since 2000. Concomitant products included glipizide since (B)(6) 2018, insulin since (B)(6) 2018, metformin since (B)(6) 2018, paracetamol (acetaminophen) since 2006 and salbutamol (albuterol) since 2000. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 8 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain"), migraine ("migraine"), headache ("headaches"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary disorders") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total abdominal hysterectomy with left ovarian). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, migraine, headache, bladder disorder and urinary tract disorder had resolved and the urinary tract infection, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2006, she implanted essure (discrepancy noted as per pfs). As per summons plaintiff underwent the essure procedure or about (B)(6) 2010. Received treatment for pain: yes. Date(s) of removal: discrepancy noted as per previous pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received: reporter information added. Essure model is updated to 205 from 305. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 41-year-old female patient who had essure (batch no. 620742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test" and medical device monitoring error "thermachoice endomterial ablation". The patient's medical history included morbid obesity, right lower quadrant pain, cesarean section, pelvic neoplasm, runny nose, cough, difficulty breathing, headache, tightness in chest, asthma, sinusitis, psychosis, vaginal pain, vaginal bleeding, decreased appetite, vaginitis, pid pelvic inflammatory disease, vaginitis, diabetes mellitus inadequate control, hallucinations, suicide attempt, decreased appetite, blurred vision, uti, gastroenteritis, ovarian cyst, bipolar disorder, psychosis, abdominal cramps, uterine fibroids, duodenitis, gastric ulcer, colitis, leg pain, back pain, neuropathy, uterine ablation, migraine headache, neck pain, dyspepsia, hiatus hernia, nausea, vomiting, pain in hip, bursitis, hyperglycemia, appetite lost, numbness in leg, photophobia, opioid abuse, tingling, hearing impaired, type 2 diabetes mellitus and bronchiolitis. Current weight 204 lbs. Previously administered products included for birth control: depo provera in 2006. Concurrent conditions included diabetes since (B)(6) 2018, low blood pressure since (B)(6) 2017 and asthma since 2000. Concomitant products included glipizide since (B)(6) 2018, insulin since (B)(6) 2018, metformin since (B)(6) 2018, paracetamol (acetaminophen) since 2006 and salbutamol (albuterol) since 2000. On (B)(6)2006, the patient had essure inserted. On (B)(6)2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total abdominal hysterectomy with left ovarian). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and menorrhagia had resolved and the urinary tract infection, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: on (B)(6)2006, she implanted essure (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of ptc(product technical complaints) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic pain') in a 41-year-old female patient who had essure (batch no. 620742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test" and medical device monitoring error "thermachoice endometrial ablation". The patient's medical history included morbid obesity, right lower quadrant pain, cesarean section, pelvic neoplasm, runny nose, cough, difficulty breathing, headache, tightness in chest, asthma, sinusitis, psychosis, vaginal pain, vaginal bleeding, decreased appetite, vaginitis, pid pelvic inflammatory disease, vaginitis, diabetes mellitus inadequate control, hallucinations, suicide attempt, decreased appetite, blurred vision, uti, gastroenteritis, ovarian cyst, bipolar disorder, psychosis, abdominal cramps, uterine fibroids, duodenitis, gastric ulcer, colitis, leg pain, back pain, neuropathy, uterine ablation, migraine headache, neck pain, dyspepsia, hiatus hernia, nausea, vomiting, pain in hip, bursitis, hyperglycemia, appetite lost, numbness in leg, photophobia, opioid abuse, tingling, hearing impaired, type 2 diabetes mellitus and bronchiolitis. Current weight 204 lbs. Previously administered products included for birth control: depo provera in 2006. Concurrent conditions included diabetes since (B)(6) 2018, low blood pressure since (B)(6) 2017 and asthma since 2000. Concomitant products included glipizide since (B)(6) 2018, insulin since (B)(6) 2018, metformin since (B)(6) 2018, paracetamol (acetaminophen) since 2006 and salbutamol (albuterol) since 2000. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), migraine ("migraine"), headache ("headaches"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary disorders") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total abdominal hysterectomy with left ovarian). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, migraine, headache, bladder disorder and urinary tract disorder had resolved and the urinary tract infection, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2006, she implanted essure (discrepancy noted as per pfs). Received treatment for pain: yes date(s) of removal: discrepancy noted as per previous pfs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: new events - abdominal, pain, migraine, headaches, bladder/urinary were added. Outcome of event pain, bladder/urinary, migraine, headaches updated as recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) year-old female patient who had essure (batch no. 620742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test" and medical device monitoring error "thermachoice endometrial ablation". The patient's medical history included morbid obesity, right lower quadrant pain, cesarean section, neoplasm, runny nose, cough, difficulty breathing, headache, tightness in chest, asthma, sinusitis, psychosis, vaginal pain, vaginal bleeding, decreased appetite, vaginitis, pid pelvic inflammatory disease, vaginitis, diabetes mellitus inadequate control, hallucinations, suicide attempt, decreased appetite, blurred vision, uti, gastroenteritis, ovarian cyst, bipolar disorder, psychosis, abdominal cramps, uterine fibroids, duodenitis, gastric ulcer, colitis, leg pain, back pain, neuropathy, uterine ablation, migraine headache, neck pain, dyspepsia, hiatus hernia, nausea, vomiting, pain in hip, bursitis, hyperglycemia, appetite lost, numbness in leg, photophobia, opioid abuse, tingling, hearing impaired, type 2 diabetes mellitus and bronchiolitis. Current weight (B)(6) lbs. Previously administered products included for birth control: depo provera in 2006. Concurrent conditions included diabetes since (B)(6) 2018, low blood pressure since (B)(6) 2017 and asthma since 2000. Concomitant products included glipizide since (B)(6) 2018, insulin since (B)(6) 2018, metformin since (B)(6) 2018, paracetamol (acetaminophen) since 2006 and salbutamol (albuterol) since 2000. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total abdominal hysterectomy with left ovarian). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved and the urinary tract infection, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2006, she implanted essure (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 05-aug-2019: reporter and patient demographics, medical history, historical drug, concomitant drug were added. Updated suspect drug indication and added lot number. On (B)(6) 2015, she explanted essure. Added events infection (bladder / urinary tract / vaginal) type: urinary tract infection, psychological or psychiatric problems condition: depression and mental anguish, weight gain / loss - specify which one: weight gain, menorrhagia and patient did not performed essure confirmation test. Updated event pain, severity, outcome as recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.